Event description:
This report is a continuation of several reports previously filed. Our facility has been having ongoing issues with our b. Braun outlook 100 pumps losing their drug libraries. This causes our rn's to resort to manual programming of rates, etc. In 2008 we had previously reported a total of 379 events (there are a total 440 pumps total at our facility). We were initially told it was a battery problem by b. Braun. Then, we were told it was a software glitch. B. Braun came to our facility in mid-october 2008 to upgrade all of our pumps to a newer version of software. We were optimistic this upgrade had fixed the problem. Unfortunately, we have now had an additional 22 pumps malfunction (in addition to the 72 reported recently for a new total, after the upgrade, of 94). There has been no impact on patients at this time. The pumps were removed from service, and sent to our clinical engineering department for reloading of software. All 94 pumps related to this report received the recent software upgrade.our clinical engineering department has now had to reinstall software 473 times on 440 pumps.====================== manufacturer response for infusion pump, outlook 100======================continue to work through issues...